Event description:
It was reported the patient had the dbs lead implanted in 2009. At about one week later, the patient suffered myocardial infarction. The patient was scheduled for a nuclear scan and stress test for his heart, and was checking compatibility with the implanted devices. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.